Event description:
It was reported that the patient presented to the emergency department due to the patient alert being triggered. Interrogation showed high impedence, of greater than 2500 ohms, and the sic (short interval counter) value indicated oversensing. The lead was removed and replaced. The lead was subsequently returned reporting "lead's insulation was breaking." No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: both performance data and the device were received for evaluation. The performance data indicated pacing impedance measurements were consistently within acceptable ranges, of 400 and 500 ohms, until increasing to 2512 ohms, near the time of lead replacement. Evaluation of the returned lead revealed a distal conductor fracture, consistent with the advisory for this model. The full lead was returned in segments and analyzed.